Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving an unknown drug (reported as "dilaudid, fentanyl, or a morphine based product" and also "adenosine") via an implantable pump for non-malignant pain and failed back surgery syndrome. Information received reported the patient experienced infection symptoms. The patient stated an infection started and got really bad. The infection went from (B)(6) 2018 until the end of august and the patient stayed home indoors. The pocket area was the area of infection and soreness and swelling were also reported. The patient stated they "couldn't even have a top touch her. Hurt to just move. Implant was on the right side. All of a sudden leaked out a lot of liquid still had stitches had two shirts on at the time and soaked through both of them." The patient stated their pump "almost pushed out of her stomach". The infection was confirmed, but the specific strain was unknown. The patient was given IV antibiotics and oral antibiotics and the system was partially removed. The patient stated they were given "ciperal" then a week and a half after they finished the drug, the patient stated that swelling started again. It was "off and on" for the month of (B)(6) 2018. The patient stated that they thought in (B)(6) 2018, their healthcare professional (hcp) decided to put her on IV antibiotics. The patient had to go to the hcps office every day and get IV antibiotics and oral antibiotics. The patient stated they took the pump out and "as long as she knows, the catheter is still in her". The patient thought the pump was removed sometime the week of (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that when the patient went for their first refill with the pump is was painful. The patient was then placed on antibiotics and it was reported the issue got really bad in may and june. In june the device started pushing outward, almost looking like it was going to pop out. It was really red and blue around the pump and the patient was put on IV and oral antibiotics. The patient started feeling better in august. Known risks, device not returned, and warrant was discussed with the patient. It was noted the hcp stated the device was defective. The patient has an appointment with their doctor on april 8th or 9th and will ask about the device for return.